Event description:
It was reported that the patient had a unit for their back. It worked for a while and then they had back surgery. It was not so good surgery. Further information regarding the cause of the event has been requested. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. (B)(4).